Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: primary procedure, left mako knee. It was reported that after seating the patella component, the implant backed out approximately 1 mm. 4 attempts were made to implant the device after assuring that the cut was flush, there were no bone fragments impinging, copious irrigation and drying. The implant was wasted, and a cemented patella component was implanted with cement. Procedure was completed successfully with a delay of approximately 20-25 minutes (no tourniquet was used for the case). Surgeon would like the investigation results of the implant. Rep can provide images relevant to the procedure, otherwise no further information will be released by the hospital or surgeon.